Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/5/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: can you identify the lot number of the product used? What is the procedure date? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date and barbed suture was used. During an unknown open ob-gyn surgery, the suture was broken during dermal suture. A new suture was taken out and the wound closure could be done without any problem. It was not a control release needle. Additional suture was performed to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.